Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a safety reset alarm. During resmed evaluation, the device displayed multiple safety reset alarms, powered down and did not power on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed multiple safety reset alarms and revealed multiple occurrences of total power failure. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the multiple safety reset alarms were due to an intermittent connection of the expiratory flow sensor while the multiple occurrences of total power failure were due to an intermittent connection of the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a safety reset alarm. During resmed evaluation, the device displayed multiple safety reset alarms, powered down and did not power on. There was no patient harm or serious injury reported as a result of this incident.